Event description:
It was reported the pt experienced inadequate pain coverage for the desired pain pattern. The pt underwent surgical intervention on (B)(6) 2012 to reposition the lead. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.